Event description:
Preface: I hope to get someone's attention before (B)(6), et al, deafens another person. Problem: I was enticed by a (B)(6) "bait & switch" ad for (B)(6) hearing ads, for which I asked, but was never shown. I told the hearing instrument specialist (hereafter his), (B)(6), I had an ear ache, plus allergies. His said it was impacted wax and removed, causing more pain. After the test, I was told my hearing loss could be returned to 90% of normal with (B)(4) top-of-the-line aids: (B)(6). His failed to identify an infection, twice. His ignored, did not inform me of the FDA's warning to dispensers to stop sale and refer client with any of eight listed conditions to an ent (ear, nose, throat physician). I have five. He did not refer, although my daughter and I each requested one. His stated he didn't trust any ent's or audiologists. On (B)(6) 2020, when the amaze aids were placed in my ears, I immediately complained, "I can't hear." For months, his gave multiple excuses, lastly sweat. Before the sale, I specifically asked and his, several times, stated the aids were waterproof and imprevious to sweat. My hearing problems continued with no satisfaction. I learned too late, the molds contain materials to which I am allergic - and were unsafe - for me. My hearing worsened. My ears itched and were sore 24/7/365 (all day, every day); voices were garbled; there was loud squealing, whistling, feedback, roaring. The aids cut off/on as in an electric short; the volume went up/down as in a bad battery. His insisted it was my fault - my sweat. His refused to release health file copy. Because (B)(6) took all my small savings, plus a (B)(6) loan, I was unable to be ent-hearing-assessed and replace (B)(4) aids with aids-fitted-to-my-hearing loss until late 2021. Requests/demands for refun: on 06/2021, his admitted the aids were corrupted and returned to factory more than six times. With each return to me, the molds contained protrusions which caused bloody sores or long strands of materials which broke off into my ears (have pic). One aid fell apart in my hand, exposing the wires. On 09/2021, my daughter and I each called (B)(4) corporate, (B)(4), 09/15/2021 to 09/22/2021 for refund. No response. On 12/22/2021, a request letter to corporate, (B)(4) brought one phone response from a male, identifying as (B)(4), area manager on 01/06/2022. "No refund. (B)(4) is our best operative. I won't do that to him." In march-april 2022, (B)(6) denied a "charge-back" citing a (B)(4) contract. Emails from his in feb.-april 2022 stating (B)(6) said the warranty was for repair. Online and telephone searches in three states for legal representation have failed. Requests for agency help are ignored or don't fit their "jurisdiction": on 01/22/2022 & 06/2023, oag and consumer protection; on 10/2022, (B)(6) disability law; on 11/2022 legal aid; on 01/2022 state and federal representatives, (B)(6) insurance dept.: (B)(4) advertises a warranty but has not filed with the state. Ftc: 09/2022 plus addendums; on 10/2022; (B)(6); on 03/2023; u.s. Attorney northern district. The FDA was closed during covid. Just last month, I reported to the doj (department of justice). Personal: I am 88 (years old), a widow, physically handicapped, responsible and clear-thinking. I live alone in a mortgaged home on a fixed income. As explained, I am now hearing impaired. I believe my age and income are points of discrimination, particularly regarding legal representation. Additionally, I allege: (B)(4) uses unfair, deceptive and fraudulent advertising. (B)(4) sales people, dealers, dispensers have no medical expertise but misrepresent as such; this is undisclosed. (B)(4) "lifetime care & service" (now (B)(4)) is individualized (discriminating) and includes undisclosed fees. (B)(4) "locks" their instruments so that none other than nonmedical (B)(4) can use the software - undisclosed. My ent was refused (B)(4) software use even when there was acute medical need. (B)(4) his misrepresented the product, the service, the warranty, the agreement, the receipt, refused time to read it, kept his hand over the medical waiver. His used coercion, intimidation and deception to extract signatures - then withheld signature copies until after the 30-day refund period's end. I believe I was not only defrauded and caused physical and hearing harm, but denied my statutory, constitutional and consumer rights to pertinent information, choice and much more. I am happy to forward a detailed timeline, agreement, receipt, or any of my gathered research at your request. I have the ear pieces of the aforementioned aids. Five molds I had saved for evidence were stolen, along with my old resound aids and a resound battery charger during a (B)(6) 2023, 8:55pm burglary. An intruder broke through back door and entered my home. I did not hear him tearing out the lock! When I arose, I came face to face with a man, a carpenter I had used before; I identified to police. Startled, I had a heart attack. He was a person who lived only three miles from a (B)(4) office coincidentally. He was familiar with my stress with (B)(4). Also, coincidentally, I had told the hearing instrument specialist I would place the kept aid molds safe with my jewelery. I do have a picture of one of the molds returned with a protrusion; however, I don't know how to send a picture! (B)(4). Gn-nord aka gn group. Reference report: mw5149713.